Event description:
The event is reported as: "complaint alleges that the mac 3 blades are having difficulty maintaining connection to the handles. Complaint alleges that the handle moves away from the connection and doesn't stay illuminated." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Visual inspection of the product was performed. The sample was received in the original mfrs packaging, but had been opened for pre-pt testing. Plastic bags had been torn open, but here was no visual signs of any abuse/misuse to the plastic disposable blade. No outward signs of the blade being subjected to any contamination or corrosion of any kind. The blade was connected to a known good rusch-lite power source handle. When connected to this source the blade was very secure on the handle, no excessive moving or shaking. The light energized immediately, very bright without any intermittent operation. A device history record (DHR) review could not be conducted at this time since this is a purchased finish good for which the vendor owns the DHR. No corrective/preventive action is required. Complaint is not confirmed. No functional issue noted during functional testing. No further action required.